Event description:
The icp express monitor that was previously working on the patient blacked out and alarmed "system failure". The device was then plugged back into the wall (it was previously with unplugged as the patient was being transported), and the nursing staff attempted to reboot the device. The alarm and message "system failure" appeared again as the device was attempting reboot. The patient had to then be moved to a different monitor.